Event description:
According to the reporter: the device would not toggle during the case. No reinforcement material was used during the case. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no related extended hospital stay.

Manufacturer narrative:
(B)(4).